Event description:
Two stents were put in, that eventually broke, which led to an arterial transplant & graft which eventually failed, which led to my leg amputation last yr. (B)(6) 2017. On (B)(6) 2013, I walked into (B)(6) hospital with a life threatening blood clot. I was admitted for emergency surgery, when two stents were implanted in me, the boston scientific and bard life stent, until they both broke sometime between then and (B)(6) 2015 when I underwent another emergency surgery for arterial transplant and graft until that failed last year. I have had so many problems with these faulty stents, if they didn't break I would still have my leg. (B)(6), (B)(6) 2017. Dates the person first started taking or using the product: (B)(6) 2013. Date the person stopped taking or using the product (B)(6) 2015. Why was the person using the product? Mgh, (B)(6) 2013. Emergency surgery for life threatening blood clot.